Event description:
It was reported that during a da vinci-assisted surgical procedure the sureform 60 stapler instrument jammed while firing and laid down staples, but did not cut the bowel. The area had to be resected causing slightly increased margins. It was reported that the patient sustained an injury. However, details on the injury and the intervention were not provided. On 07-aug-2024, intuitive surgical, inc. (Isi) received medwatch (mw) report 5157030 stating: when firing the robotic stapling device it jammed and laid down staples, but did not cut the bowel. The area had to be resected causing slightly increased margins.

Manufacturer narrative:
A return material authorization (RMA) was issued for the sureform 60 stapler instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. Section e: the reporter of this event and hospital it occurred at are unknown. The address provided is not the location this event occurred at.